Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the inner sleeve coming out of the attachment was confirmed. An assessment was performed on the device which found that the device failed lock operation, the spiral pin is broken, and the housing bushing came apart from the back subassembly. It was determined that the device failed lock operation because the housing bushing came apart from the device. It was further determined that the broken spiral pin and loose housing bushing was caused by exerting excessive force on the device while cleaning or connecting to a motor. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the inner sleeve of the angle attachment device came out of the attachment. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.